Event description:
The customer reported that during pm service the ventilator failed and during diagnostics log review it was noted error codes that indicating a data acquisition pcba adc reference failed. The customer reported the device was not in use on patient.

Manufacturer narrative:
Visual inspection of the data acquisition pcba to motor controller pcba cable revealed no evidence of damage or contamination. The data acquisition pcba to motor controller pcba cable was installed in the fi test ventilator in an attempt to duplicate the reported problem. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified. The biomedical engineer replaced the data acquisition to motor controller cable and returned the cable to the manufacturer. The manufacturer's failure investigation technician received the cable, evaluated the cable and could not duplicate the reported problem. No problem found with the cable. The customer evaluated the device.

Event description:
The customer reported that during pm service the ventilator failed and during diagnostics log review it was noted error codes that indicating a data acquisition pcba adc reference failed. The customer reported the device was not in use on patient.